Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the system functionality was inspected before use with nothing found out of the ordinary. Technical support was contacted for troubleshooting, but the full troubleshooting was not completed. The action taken to resolve the reported issue was to replace the illuminator to continue the procedure. The procedure was completed by converting to a traditional laparoscopic surgery. No additional ports were placed. The patient was able to tolerate the procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse visit, the customer reported problem was reproduced. The fse reviewed the error log and found error codes 48247, 48244 and 48245 in the error logs. The illuminator was replaced to resolve the customer's issue. After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced illuminator involved with this complaint and completed the device evaluation. Failure analysis of the illuminator with an in-house system reproduced the reported issue. The unit failed with error code 48245 upon activation confirming a component failure.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system displayed an error fault and inspection observed that the lamp module motherboard had obvious burn marks. The customer received phone assistance from the technical support engineer (tse). The tse guided the customer to replace the lamp module for a backup. The customer replied that they had already replaced the backup lamp module, but the issue recurred. The tse guided the customer site to check and inspect the seat pin; however, user noted they are unable to perform further troubleshooting. The user continued with the procedure using the same system under the current condition. No known impact or patient consequence was reported.